Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was noted to be in complete atrial ventricular block with ventricular bradycardia. The right ventricular lead had loss of capture and sensing and was noted to be dislodged. The lead was explanted and replaced.